Event description:
It was reported that the pump was dropped on the floor prior to beginning use of the pump. Half the screen is black and the other half is multicolored. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not been received for eval. If the device is ultimately received, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).